Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient was a high school student who was responsible for keeping their device charged. The patient charged to 75% on sunday evening and then noticed their walking was off on wednesday. The rep saw the patient on thursday and was unable to connect to the implant with the tablet. The rep used the older charging unit to start the recovery process and sat with the patient for 1.5 hours while they trickle charged the device. At the end of the charging event the rep was able to connect and turn therapy back on. The patient was instructed to charge the unit back to 100% when they returned home.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) charged on sunday 13 august and then was unable to connect to implantable neurostimulator (ins) on tuesday (event date). The caller stated in clinic on tuesday they attempted to use recharger (insr) on the pt and saw a por message. Today the caller is in clinic with pt and they are attempting to connect to ins with the wireless recharger (wr) (which is what the pt uses regularly) and the wr will not connect--the wr eventually flashes 'red' when over ins after the ins had acted routinely (the wr acted appropriately until the green light went solid as if the wr found the device but would not pulse green, it would flash red). The caller states his tablet will not connect to ins, the caller states the pt's programmer will not connect to ins. Tech services (tss) asked, caller indicated he believes they know how to use the wr properly. Tss had caller retrieve an activa insr and the insr displayed 'reposition antenna' screen. Tss advised caller that based on all the info it would be appear the ins may be in overdischarge state. Tss walked caller through prm and caller started prm in clinic with pt. Caller will continue to recover ins. The caller mentioned he had other patients who had similar situations in the past and tss asked if he had reported those and he indicated that he had. No symptoms reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.